Event description:
The customer called to report a sensor error. Troubleshooting was performed. The customer stated that she inserted the sensor four hours ago. While trying to check the sensor alarm history, the customer became unresponsive and paramedics were called. The call was disconnected. Called the customer back and the customer's mother confirmed that the paramedics had arrived. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.